Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00411240_1644408-2023-00716; 941-01-36e, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Surgeon suspected the patient had an infection and elected to do and I&d with head, stem and poly swap.